Event description:
It was reported that at the replacement procedure, right ventricular (rv) lead exhibited high out of range shock impedance. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes of the increased impedance measurements and recommended further evaluation of the right ventricular (rv) lead for impairment. This lead remains in service. No additional adverse patient effects were reported.